Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the result of the second microbiological testing by the user facility was negative. Therefore, the device was not returned to olympus. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The second microbiological testing by the user facility was negative, so the investigation on the reprocessing method at user facility was not conducted. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc and the second microbiological testing by the user facility was negative. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user has performed a second microbiological testing and is currently waiting for the results of the testing. Based on results from the second microbiological testing, they will test the equipment a third time as per genca guidelines and send to olympus nsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the reprocessing method, the number and the type of microbes. There was no report of infection associated with this report.